Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda was due to pre-existing patient anatomy. The reported recurrent mr was a cascading event of the reported slda. The reported angina and dyspnea are cascading events of the reported recurrent mr. The reported patient effects of mitral regurgitation, angina, and dyspnea, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4+ and a flail. One clip was implanted, reducing mr to a grade of 1. On (B)(6) 2023, the patient returned to the hospital with chest pain and shortness of breath. Echocardiography was performed and it was observed the implanted clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3. Therefore, an additional mitraclip procedure was performed. One clip was implanted, reducing mr to a grade of <1. No additional information was provided.